Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s scheduled surgery was canceled, the ilet pump was removed and not promptly reattached, and subsequent blood glucose readings were elevated, including an alert around 400 mg/dl; after the pump was restarted, serial readings trended down from above 400 mg/dl to 329 mg/dl with no supply issues noted, and the user also experienced transient nausea attributed to anesthesia. Symptoms included hyperglycemia and nausea. Outcomes included self-monitoring and continued use of the device without medical intervention or hospitalization. Investigation included device troubleshooting and education, review of glucose trends, and verification with fingerstick measurements. Investigation of this case revealed no device malfunction or component failure and supported user-related interruption of insulin delivery as the likely contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related factors after pump removal.